Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the ins stopped operating.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Confirmed that the rep decided with the pt to replace the device. Rep was informed that the procedure will be taking place early april. No new information. Rep confirmed again that the ins will be replaced.

Manufacturer narrative:
H3: analysis of pli# 20 product ID# 97715 found foreign material inside ins and hybrid eos/esd induced damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023 rtg0394894 (rep): information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported the patient was seeing a screen come up stating "software problem" with a triangle and number 99. Patient was previously sent a new antenna which did not resolve this error message. Rep states patient previously had a depleted ins and was "completing passive recharges" for the past week, then when he met with the patient yesterday, they did another passive recharge. Rep provided patient with a new controller yesterday, as the other controller they had was not charged. Patient is seeing the error message on both controllers. Technical services (tss) advised patient to reset the "new" controller which resolved the software screen. Tss reviewed passive recharge mode and technician mode, advising rep they will need to meet with the patient. Rep called back on (B)(6) 2023 and was with patient (pt). Caller stated they let the pt try a different controller of theirs along with the replacement recharger and the pt was still unable to advance past passive recharge mode. Tss instructed caller to disable and re-enable the device and attempt to charge the ins again. Caller confirmed numbers of 69-69-100 and 100-100-100 were displaying but still were unable to begin recharging normally. Caller then attempted to use one of their spare rechargers and began passive recharge mode with 89-89-91 displaying. Tss instructed caller to continue to attempt to charge and if still unable to charge, recommended calling back for further assistance. Tss also recommended possibly trying to disable and re-enable the device with the other controller as well and attempting passive recharge mode with the other set of equipment (controller/recharger). Tss confirmed pt was in fact using the replacement recharger. Replacement recharger serial number obtained. Rep called back on (B)(6) 2023 and reported that they sent patient (pt) home yesterday after their meeting with instructions to go through passive recharge a few times, but pt contacted rep today and reported still not seeing normal recharge screen, even after 3 passive recharge attempts. Rep also reported that pt stated they saw software problem screen with the red triangle during a passive recharge attempt last night. Rep is unsure if pt's new components are not working properly or if there is user error involved, and indicated rep is scheduled to meet the pt again on monday. Tss reviewed passive recharge mode, and mdt rep indicated they would call tss during passive recharge mode if they are still unable to progress to a normal recharge screen with new components from rep's trunk stock. Rep called back on 2023-jan-23 and reported they went through 1 passive recharge session with new 97745 and 97755 from rep's trunk stock, got the timeout "unable to recharge" screen, and clicked try again to initiate a 2nd passive recharge session. Mdt rep reports seeing all 97 across the bottom, and reports that when they moved the rtm paddle away from the ins, the numbers decrease, then increase back to high 90s when he places the rtm back over the ins. Rep reports that during their meeting last week, the numbers were not changing when they moved the rtm paddle with the patient's 97745 and 97755. A third and then 4th passive recharge session was initiated, all showing high 90's across the bottom. Tss had rep disable, then re-enable the device, and start another passive recharge session, which showed all 99 across the bottom, and again decreased to the70s when the rtm antenna was moved away from the ins. Rep was going to go through a few more passive recharge sessions with the patient, and reports will call back if they are unable to get t o the normal recharging screen. Rep also noted that pt's previous controller was showing "software problem" screen with 4 rows: 1. Intellis, 2. 3.6, 3. 248, 4. Qs_port. Rep reported that they were able to remove the battery pack to reset the 97745 and clear the message, but reports the pt was seeing this screen last week when attempting to recharge the ins. Tss reviewed that pt's 97745 will need to be replaced, which the rep acknowledged and stated we could do after getting the ins charged and back out of passive recharge state. Rep called back on (B)(6) 2023 to reported they met with the patient (pt) yesterday, and provided the patient with a new controller and recharger from their trunk stock. Rep is not present with patient at the time of this call. Rep reports this is the third recharger that the patient has been provided. Rep stated they and the patient completed 5-6 passive recharge sessions and there was no change in ability to get past passive recharge. Rep reported they then disabled and enabled the controller, followed by attempting 4-6 more passive recharges with no response. Rep stated they took the recharger antenna off of the battery and observed numbers on the controller going down. Rep stated they spoke with tech services already and they stated it should take 3- 4 passive recharges, however that has not happened with this patient. Rep has not assessed the pins or prongs within the port. Rep also states patient has completed passive recharges on their own at home. Tss reviewed having rep present for passive recharges, as well as completing them back to back. Tss advised meeting with patient and calling back when rep is present with patient, in order to troubleshoot. Rep called back with patient on the line to troubleshoot. Patient reported they continue to see "software problem - cannot continue" with a red triangle, that occurs after 4 to 6 passive recharges in a row. Patient reports they are currently seeing this screen with the following codes: 1: intellis, 2: 3.6, 3: 243, 4: qf_port. Ts advised patient to take out the li battery and place it back in. Patient reports they continue to see this error code. Patient is confirmed to be using the new controller and recharger antenna provided by the rep. Patient ended call at this time, and rep planned to call back later with patient. Ts called rep back to obtain numbers from the recharger antenna (passive recharge)screen when the new antenna was moved away from the patient's ins and back on it. Rep reports when the paddle was directly over the ins, they saw mid-high 90s, with one digit increments from left to right. When the paddle was pulled away from the patient, the numbers were in the 60s with one or two digit increments. Rep also clarified that by disenabling and re-enabling, rep was in tech mode, however rep only attempted this once. Tss reviewed desired numbers during passive recharge, with the middle number being 10-15 digits higher than the left, as well as possible need for disenabling and re-enabling more than once. Ts advised rep will need to meet with the patient for this, and to call tss for troubleshooting when present with the patient. Tss also clarified that passive recharges for intellis do not need to occur with the rep present. Rep called back while meeting with patient (pt) on (B)(6) 2023 and reported going through disable/re-enabling the ins and initiating a passive recharge session. Passive recharge numbers of 89, 90, 90 reported. Tss reviewed these numbers and adjusting the rtm to increase the distance between the left and middle number. Rep reports numbers of 92, 98, 99 at this time. Tss and rep reviewed passive recharge mode, ins depth, and ins angle. Pt able to adjust rtm and achieve numbers of 70, 99, 99 at the end of the call. Mdt rep indicated that will continue passive recharge with improved numbers, and will call tss if further troubleshooting is needed. Rep called in with patient present in clinic on (B)(6) 2023, as patient's 97745 is not connecting for a recharge beyond a passive recharge screen. Rep initially asked if this is related to the paddle lead that the patient has. Rep states in the notes, it states that a previous rep who is no longer with the company (did not provide rep's name) wrote a note stating "all impedances are good, electrode 11 is out", then later the note states, "impedances compromised, patient will need a new paddle at replacement". Rep reports that for the past 30 minutes, rep has been trying to recharge the patient's ins, and the controller is stating "no device found", then going to screen 50, with recharge numbers of (low to high) 67, 90, 91. Later in the call, rep reported numbers of 86, 91, 91. Patient stated on the call that their ins and controller were working normally until (B)(6), then it went out and now "they are trying to get it back on". Patient stated they have taken the li battery out and placed it back in, however this has not resolved the issue. Rep states during the call that occasionally they see a software problem error message, screen 99 with the following code: 1: intellis, 2: 3.6, 3: 58, 4: qf_new. Patient had to leave during call, and further troubleshooting was unable to be completed. Rep reported they were unable to interrogate the patient's ins, as rep's cp app would state no device found. Ts reviewed obtaining log files from comm manager, as well as intellis, and recommended rep send those to the scs principal. Ts sent email to rep with instructions for how to obtain files, as well as the email for the principal.

Event description:
Additional information was received from the rep on 2023-05-02 reporting that they went to speak with pathology and they were going to prepare the device for retrieval. Rep will be informed when it is ready to be picked up. Once obtained, the necessary information will be provided.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type product ID 97755 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023 rtg0394894 (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. They are seeing a screen come up stating "software problem" with a triangle and number 99. Patient was previously sent a new antenna which did not resolve this error message. Rep states patient previously had a depleted ins and was "completing passive recharges" for the past week, then when he met with the patient yesterday, they did another passive recharge. Rep provided patient with a new controller yesterday, as the other controller they had was not charged. Patient is seeing the error message on both controllers. Technical services (tss) advised patient to reset the "new" controller which resolved the software screen. Tss reviewed passive recharge mode and technician mode, advising rep they will need to meet with the patient. On (B)(6) 2023 rtg0394894 update (rep): rep called back and was with patient (pt). Caller stated they let the pt try a different controller of theirs along with the replacement recharger and the pt was still unable to advance past passive recharge mode. Tss instructed caller to disable and re-enable the device and attempt to charge the ins again. Caller confirmed numbers of 69-69-100 and 100-100-100 were displaying but still were unable to begin recharging normally. Caller then attempted to use one of their spare rechargers and began passive recharge mode with 89-89-91 displaying. Tss instructed caller to continue to attempt to charge and if still unable to charge, recommended calling back for further assistance. Tss also recommended possibly trying to disable and re-enable the device with the other controller as well and attempting passive recharge mode with the other set of equipment (controller/recharger). Tss confirmed pt was in fact using the replacement recharger. Replacement recharger serial number obtained. Pt is frustrated with slow process to review log files and pt is suffering from pain due to a return of their underlying pain symptoms. Tss reviewed that there weren't any other troubleshooting steps that could be done as these steps have already been exhausted. Additional information received. Patient reported rep called medtronic tech services for this specific event and did not receive an event number during the call. Rep was able to successfully charge the battery with the patient in office. Impedances were normal on the battery. The patient reported that the battery randomly died sometime in january and never was able to charge again. Managing physician is aware and a meeting is scheduled on (B)(6) 27th with the patient to discuss battery replacement. Patient has not had the meeting with the managing physician yet. The original meeting was thursday, on (B)(6) 16, but the physician was unable to speak to the patient, rep was present. Meeting was rescheduled for (B)(6) 27.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial (B)(6) . Product type product ID 97755 lot# serial (B)(6) . Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.